Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic for routine check. Interrogation shows that a lead integrity alert (lia) had triggered approximately six months ago for the right ventricular (rv) lead. The patient did state that back then they did hear the audible alert. The rv lead remains in use. No patient complications have been reported as a result of this event.